Event description:
The customer reported that the spectrum pump seems "sluggish". There was no patient injury. No further information was available.

Manufacturer narrative:
(B)(4). The device was evaluated by baxter. A delayed keypad response was experienced during the product evaluation caused by a failing processor pcb (specific component not identified). The delay observed was approximately 3 seconds. The keypad was tested and all keys were found to function as designed. The processor pcb will be replaced.